Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the image is present, however, there is image flickering found due to cable disconnection. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, no nonconformities were found. A definitive root cause cannot be identified. The device evaluation identified a flickering image due to component failure. To mitigate risk/hazard or damage to the device, the instructions for use (IFU) provides the following caution/warnings regarding unexpected disappearance of endoscopic images: the following items must be strictly observed. Endoscopic images may disappear unexpectedly during the examination. - do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - when the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the camera head "image was not displayed" during preparation for use for an unspecified therapeutic procedure. The intended procedure was completed. It was unknown if the same device was used to complete the procedure. There were no reports of patient harm.